Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that after the visit on (B)(6) 2024, the output was adjusted/set again. After returning home the pain seemed to increase, but on (B)(6) 2024 the patient visited the outpatient consultation again and re-set the stimulation.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when 3.8 was set to 3.4, the patient's entire leg was shaking so much and they could not even stand up; the leg felt "as if a balloon had been deflated." Nothing was felt anymore, and it was clarified that it seemed they stopped feeling stimulation. This happened twice. The patient was advised that the group should be changed and the intensity should be adjusted, and if there was no improvement, they should consult with the hospital. The issue was not resolved. The cause of the issue was not determined, and when the representative called back, the symptoms were gone.